Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. . Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal notification, that a patient, underwent bilateral total knee replacement on (B)(6) 2010, and was implanted with an optetrak polyethylene tibial insert. On (B)(6) 2021, the patient underwent a revision surgery, approximately 11 years 4 months post initial procedure on his right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening and was implanted with truliant polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided.